Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The product associated with this complaint was returned and evaluated. Based upon a complete review of the complaint record, it is concluded that no further investigation into the alleged complaint issue(s) or evaluation finding(s) is appropriate at this time. Quality assurance has verified that the evaluation results and all necessary replies to the customer have been completed and are documented in the complaint record. The overall established risk assessment for the product is not impacted by any of the issue(s) identified in this complaint record. If applicable, CAPA or inv records related to any findings have been recorded. Complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.